Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision site had opened up and the ipg was exposed. As a result the ipg was explanted on (B)(6) 2019. The wound is healed.